Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory alerts due to high, out of range, high voltage lead impedance. The patient was brought into the clinic and a chest x-ray was performed with no conclusions. Programming changes were made. The patient was in a stable condition and will continue to be monitored.